Event description:
Customer reported the insulin pump alarmed motor error during rewind. Customer's blood glucose was 408 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. During the call the device also alarmed during manual prime. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was normal and he did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm noted. The insulin pump alarmed prime during basic occlusion testing due to loose/protruded drive support disk. The insulin pump was unable to test for prime test, occlusion test and excessive no delivery test due to prime alarm. The insulin pump had a cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and scratched reservoir tube window.